Event description:
It was reported that a patient presented to clinic due to noise seen on merlin.net. Device interrogation revealed oversensing noise on their right ventricular (rv) lead too large to program around. The physician elected to explant and replace the rv lead. There were no patient consequences before, during, or after the procedure.

Manufacturer narrative:
The reported event of noise was not confirmed. As received, a partial lead was returned in two pieces. During electrical testing the lead was shorting due to procedural damage at the middle region of the lead. X-ray examination did not find any indication of conductor fractures. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.